Event description:
Osteosynthesis, on radiological image - loosening of 3 distal screws shown in contempt of fixed-angle.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: based on the supplied x-rays of the backed out screws and the length of this screw, it was determined that this screw was not one of the three distal screws of which it was reported that they loosened. Therefore, this screw is considered concomitant to the reported event.

Event description:
Osteosynthesis, on radiological image - loosening of 3 distal screws shown in contempt of fixed-angle.